Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery a foreign object was discovered in the sterile package. There was no report of harm or delay as there was no patient involvement. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. The product was returned opened but unused in the tyvek tray. Visual inspection confirmed a flaky white debris on the tubing of the device. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection and therefore does not meet packaging standards. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.